Manufacturer narrative:
Device eval summary: device eval of electrode bely sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. As received, the belt failed incoming functionality testing. Upon eval the white (drvn gnd) wire was found to be open inside the trunk cable. The cause of the failure was the open wire. The root cause of the open wire cannot be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt ECG's are non-functional.